Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2024 lead capped. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Artifact/cross talk noise seen on rv signal leading to rv lead recordings on hmsc. No inappropriate detections as of now. Device remains implanted at this time. Should additional information be received, this file will be updated.